Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was not returned, therefore unavailable for a physical evaluation. A review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. A check of the manufacturing finished goods records for the reported batch number revealed no anomalies relating to the reported incident. There were 2 devices released for distribution in (B)(6) 2016 with an expiration date of january 31, 2019. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(6) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that the sutures for the customer's gryphon p br anchor with orthocord pulled out while tying during a labral repair. The surgeon used lupine over top of the anchor to save the hole and complete the case. There were no patient consequences or delays. The sales representative stated that the sutures were discarded and the anchor was left in the patient.